Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room experiencing presyncope. The pulse generator exhibited an output anomaly. The device was explanted and replaced. The patient was doing fine.